Event description:
In 1972 rptr had hard silicone implants. She slept 10 to 12 hours a day. She had no life for 20 years. She went to work, came home and slept. In 1973 she had digestive problems. In 1981 she had surgery on colon. She still has irritable bowel problems. In 1979 she had headaches, 2 or 3 times a week. In 1992 she couldn't work anymore. She had problems with digestion, bowels, and depression. She also complains of fatigue. In 1993 glaze over her eyes, blurring vision. She went to an eye clinic, but they could not find a cause. She has immune system, and connective tissue problems. She has had a non-existence life. She was told they did not need to be removed.